Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the right antenna functionally tested out of specification, analysis was unable to confirm the customer comment of noise on electrocardiogram (ECG) screen.

Event description:
It was reported that the electrocardiogram (ECG) trace had noise on it. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.